Event description:
It was reported that a hand control device was "not staying on the hand piece; keeps sliding off". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found that an o-ring was missing and that the arm is slightly bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.